Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During typical atrial flutter procedure using advisor hd grid in voxel mode, the catheters began to intermittently disappear from the screen until they no longer appeared at all resulting in a delay. The extensions were changed, the amplifier was restarted, and the catheters were switched to different channels, but they still did not appear. The mode was switched to navx, but the catheters continued to be absent from the screen. The case was restarted; however, when attempting to resume it, the system did not allow it because a message appeared on the screen stating that the patches had already exceeded the time limit to resume the procedure, even though the patch validation had been performed less than two hours earlier. It was attempted to resume under a new case, but it was not possible because the same message appeared on the screen. The patches were replaced, and since patches had already been validated with the hd grid mapping catheter and the tactiflex ablation catheter, both catheters had to be replaced because the system did not allow a new validation. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x surface electrode kit left leg patch was received for evaluation. The patch displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported recognition issue remains unknown.